Manufacturer narrative:
Siemens filed initial MDR 2432235-2020-00468 on 03-dec-2020. Additional information (16-dec-2020): the correct result for sample ID was 10.12 mg/dl. Since the event occurred, siemens customer service engineers (cse's) have been dispatched to the customer's site multiple times to troubleshoot and monitor the instrument's performance. During these visits, the cse's have replaced the water supply filters, cleaned ancillary reagents bottles, replace all ancillary reagents, checked probe alignments, and observed impurities in the water motor filter of the instrument. As a result, the cse cleaned the tube between the pure water system and the instrument. The customer continued to run samples on the analyzer and has had no other incidents related to this issue post service in december. Siemens further investigated this issue and concluded that the actions taken by the cse resolved the issue. The investigation findings and investigation conclusion codes of section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. Supplemental mdrs 2432235-2020-00467_s1, 2432235-2020-00469_s1, and 2432235-2020-00470_s1 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated calcium_2 (ca2) result was obtained on a patient sample on the advia chemistry xpt instrument. The customer had replaced all cleaning supplies and the reagent 1 and reagent 2 70-ml containers. Siemens is investigating the event. Mdrs 2432235-2020-00467, 2432235-2020-00469, and 2432235-2020-00470 were filed for discordant results obtained on the other days.

Event description:
A discordant, falsely elevated, calcium_2 result was obtained for a patient on an advia chemistry xpt instrument. The initial result was not reported to the physician(s). The sample was repeated two times on the same advia chemistry xpt instrument and resulted lower than and similar to the initial result. It is currently unknown which result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated, calcium_2 result.